Event description:
The customer reported that the unit keeps shutting off. There was no report of patient involvement.

Manufacturer narrative:
H3 and h6. The factory has not yet received the device for evaluation and this complaint is still under investigation.